Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet user experienced a low glucose reading of 68 mg/dl with an urgent low soon alarm after announcing a meal late, and they were advised to treat with oral fast-acting carbohydrates. Symptoms included hypoglycemia with dizziness and feeling unwell. Outcomes included minor injury of hypoglycemia resolved with oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem of improper meal announcement timing. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error that contributed to the event.